Event description:
A cartridge change error was reported for a customer's insulin pump, which was still under warranty. The customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Technical support guided the customer through troubleshooting steps, including inspecting the cartridge o-ring and cleaning the pneumatic tap area. Despite these efforts, the error persisted with a new cartridge, prompting a replacement of the pump. The customer was instructed to use multiple daily injections as a backup therapy and understood the process for returning the faulty pump.